Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. No moisture damage found on the electronic assembly. No number ramping noted.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.